Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 30 mg/dl due to the customer not consuming enough carbohydrates for the delivered food bolus. Customer consumed more carbohydrates to address bg. Contact acknowledged the pump was functioning as intended.